Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, after checking the packaging, they discovered a hole on it. The sterility is not guaranteed anymore. The device did not touch the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.